Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the vial being unintentionally damaged, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A1 updated, b3 unknown, d3, g1, and g2 email is: (B)(4).

Event description:
It was reported the pump was alarming to change cartridge when it was changed 24 hours ago. A new cartridge and remodulin was loaded, and pump displayed running at end of call. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.